Event description:
It was noted that the pace/sense lead impedance had increased. Noise was not reproducible with lead testing. High thresholds were observed. The patient has been lost to follow-up since (B)(6) 2010. The patient was scheduled for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.